Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0tcz7, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported that they experienced pain at implant area. It had occurred a few times intermittently since implant on (B)(6) 2015 , but for the past week had been constant. The patient turned the implant off on (B)(6) 2015 . There were no trauma/falls reported that could be related to this issue. The patient mentioned they had nerve pain prior to the implant. The consumer further reported that the lead wires were all knotted up and it was super painful, even if the stimulation was off. The patient couldn't even put clothes against it and it was a long knot that they could feel through the skin. This had been happening for a month and a half since (B)(6) 2015. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.